Manufacturer narrative:
Device evaluation: customer reported that the device was discarded. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No trend of confirmed complaints in relation with this issue was identified.

Manufacturer narrative:
Other, other text: g5: 510k is blank, this catalog number is not sold into the united states. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient had dyspnea, and the doctor performed tracheal intubation for the patient. After the intubation was completed, the air bag was found to be leaking when the air bag was inflated. The intubation failed and did not improve the dyspnea. After the blood oxygen saturation continued to be lower than 90, and a new endotracheal intubation was given immediately. Intubation was successful after replacing the endotracheal tube.